Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification. A non-abbott guide wire was advanced to the lad and the balance middleweight (bmw) elite guide wire was advanced to the diagonal 1 vessel, but could not cross. A micro-catheter was then advanced over the bmw elite guide wire, but the devices became stuck, approximately 3-5cm from the distal end of the guide wire. The devices were removed as a unit, and separated outside the patient anatomy. A non-abbott guide wire was then used with the micro-catheter successfully. It was noted that 3-5 cm from the tip, the guide wire coils appeared to be darker in color. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato/elite/fielderfc. Guide cath: corsair. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed; however, the irregular appearance was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.